Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysm is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was reportedly achieved with the vascade vcs. A thrombin injection and blood transfusion were successfully applied post procedure to repair the pseudoaneurysm. The reported issue was not related to device malfunction, but was the result of an endovascular procedure.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis was achieved. Patient was discharged later that day. Patient returned to the hospital at a later date and was diagnosed with a pseudoaneurysm which required a thrombin injection to correct. In addition that patient was giving 2 units of blood. Patient was discharged without further complications. It should be noted that the patient was dialysis patient and also hypertensive